Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that if he places the pump in the same pocket as his keys he sometimes will get scratches from that. The customer reported that there were scratches on display. The caller stated that he is able to see the screen. The customer was advised to monitor the pump. The customer called back and reported that it is getting progressively worse. The customer stated that at night can't really see it and should have some way of buffing it. The customer stated that right now can't see what it is. The customer stated that top right is fine but sometimes when doing it can't see what it is on. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis

Manufacturer narrative:
Pump was received with severely scratched display window. Pump passed displacement test.

Manufacturer narrative:
Device received with severely scratched display window. Device passed displacement test.